Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, a drill bit broke. There was no negative impact on the procedure, it was completed successfully. This is 1 of 1 report for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions of the broken drill bits were checked as far as possible and found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery, for example; too high drill speed, hard bone or possible movement in a slanting position. Unfortunately we did not receive the other bit therefore we are not able to determine the exact cause which has lead to this breakage. The cross section surfaces of the returned part shows no irregularities. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.